Event description:
Rptr indicated that the pt had an aseptic infection at the generator site. Per physician, the cause is unk and no interventions were taken, as pt spontaneously recovered.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.

Event description:
Per the reporter, the patient had his vns device explanted and replaced on (B)(6) 2008 due to generator end -of-service. Product has been requested, but has not been returned to date.

Manufacturer narrative:
This report is not late, as supplemental report# 2 was unable to be submitted using MFR report # 1644487-2008-02489 due to technical issues experienced with the emdr system. Supplemental report #2 was previously submitted using MFR report # 1644487-2019-00458 as an initial report, but all future supplemental reports will be submitted using MFR report #1644487-2008-02489.

Event description:
A scientific article was received which discussed the patient¿s history with the vns device. The article discusses the replacement surgery of the patient's m102 generator, and that during this surgery a disconnection between the lead and the generator was observed. This disconnection is reported on MFR. Report #1644487-2008-01785. There was no mention of the previously reported infection in the article. This report is a continuation of medwatch MFR report # 1644487-2008-02489. No additional or relevant information has been received to date.